Event description:
It was reported that during a ptca/stent procedure the stent was placed in the left anterior descending. Reportedly, there was still haziness with the stent after deployment. On the following day, the pt returned to the cath lab, where subsequent angiography revealed sub-acute thrombosis in the stent. A second procedure was performed to treat the thrombosis and place three add'l stents. The pt became unstable and was defibrillated multiple times during the procedure. The pt was still hospitalized as of 4-1-1999 due to complications from the procedure.